Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Not known which side this relates to.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explant physician reports rupture. This relates to the right device. Device has been explanted.